Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site was unable to load exams via cd. The exams appeared on the navigation system, but the transfer would fail when attempting to download. It was noted that a second disc could not be used as the exams were from a third party facility and a second cd could not be generated. There was no patient present when this issue was identified. No additional information was provided.